Event description:
The following information was reported to gore: on (B)(6) 2023, the patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder®aaa endoprosthesis devices and gore® excluder® iliac branch endoprosthesis (ibe). Final angiography revealed an endoleak suspected to be either a proximal type I or type iii endoleak but not determined. The procedure was completed and the patient was decided to be monitored. On (B)(6) 2025, a reintervention was performed to treat the endoleak. Intraoperative angiography did not show both proximal type I and type iii endoleaks, but a type ii endoleak was identified originating from a lumbar artery below the renal artery. An aortic extender component was implanted below the renal artery to treat the retrograde type ii endoleak. Final angiography confirmed resolution of the type ii endoleak. Although another type ii endoleak was detected from a different lumbar artery, the procedure was completed.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Imaging evaluation summary: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: twenty radiographic jpeg images provided for evaluation. Cannot manipulate the images in any way. (Window leveling, rotating, etc.) Cannot provide diameter or length measurements with jpeg images. Cannot confirm annotated diameters and lengths without dicom imaging. All annotations and drawings on the images were completed before submission to gore, unless otherwise noted. Reconstruction images from case report #2 show contrast outside the implanted devices in the abdominal aortic aneurysm. Reconstruction CPR image appears to show contrast outside the implanted devices at the level of the flow divider. Axial images show contrast outside the implanted devices near the flow divider. Cannot confirm device overlap with images provided for evaluation. Endoleak of unknown origin. Cannot confirm a type ii endoleak without imaging showing the direct communication. Partial 3d image appears to show the proximal end of the implanted device covers or partially covers the left renal artery origin. Cannot confirm flow with this jpeg #11. Need dicom angiogram or cta imaging to confirm flow. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.